Event description:
The customer reported that the heartstart mrx was failing op check with multiple issues. There is no indication of patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.